Event description:
It was reported that the ilet touchscreen was cracked, rendering the screen unusable and nonresponsive; the device had been synced prior to shut down and a replacement device was arranged. Customer care provided assistance including company review of the reported hardware damage and collection of device history and use information. Investigation of this case revealed physical damage to the touchscreen consistent with a broken or cracked display, with no evidence of device-generated alerts or alarms. No clinical symptoms reported and no injury. Outcomes included temporary loss of device usability and the need for device replacement. It was concluded that the event was due to external physical damage to the device¿s screen, not a malfunction of the device¿s internal systems.